Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
The reason for reoperation was deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and a curved opening. A leak test was performed which found two openings. A microscopic analysis identified a curved striated opening on the radius side assessed as surgical damage and a curved cracked opening on the valve assessed as a cracked valve seat diaphragm valve. Based on the device analysis, the final assessment is a curved striated opening assessed as surgical damage, and a crack opening on the valve assessed as a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.